Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had problem with the monoject hypodermic needle with polypropylene hub. The customer states "the user inserted the needle with syringe into foley catheter port and the needle broke off and remained in the catheter port".